Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were no blood glucose readings for a 2 hour time period displayed. Reportedly, the reported issue resolved. No additional patient or event information was available.